Manufacturer narrative:
An isi field service engineer (fse) replaced system component(s) to resolve the reported issue. The left master tool manipulator (mtml) has been returned and evaluated by the failure analysis (fa) team, and the reported issue was confirmed and replicated. Upon visual inspection, the mtml was installed onto a golden system where the error was triggered indicating fault on the axis 3 replicating the reported event. The mtml was then installed onto a surgeon functional test platform (sftp) where power up was found to be failing on the axis 3. Once testing was completed, the axis 3 motor was applied behavioral analysis (aba) tested and was verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that they encountered repeated faults on the left master tool manipulator (mtml). Before contacting tse, the user had power cycled the system, but the error persisted. The tse reviewed the system logs and identified error 23031 related to the clutch button on the mtml. The tse guided the user through a hard reboot of the console and instructed them to exercise the mtm and clutch buttons while the console was off. However, the error reappeared upon system startup. The tse inquired if there was another available xi surgeon console, and the user confirmed there was one, which they then swapped out to continue the procedure. No known impact or patient consequence was reported.